Event description:
Two prodisc l implants were explanted. A pt was implanted at 2 levels, l4 to s1; the vertebral body at l5 fractured and the devices were removed. This is three of six reports for the same event.

Manufacturer narrative:
Device history record is in the review process. Investigation could not be completed, no conclusion could be drawn as no device was returned.